Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states but is similar to device marketed in the USA. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part: 04.617.126s, lot: l229926, manufacturing site: mezzovico, release to warehouse date: dec.20, 2016, expiry date: dec.01, 2026. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(4) as follows: it was reported on an unknown date that during the drilling for screw insertion- a swarf was occurred. The patient had implantation of a zero-p cage- cervical fusion. The cage stayed in the patient. All fragments were removed without any additional intervention. The surgery was completed without delay. There was no patient consequence. Concomitant device reported: unknown screw (part # unknown, lot # unknown, quantity unknown), unknown drill bit (part # unknown, lot # unknown, quantity unknown). This is report 01 of 01 of (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.